Event description:
Rn was hanging a blood transfusion utilizing the baxter clearlink system y-type blood/solution set with standard blood filter. The rn spiked the bag, the tubing broke off at spike site. Tubing was faulty and minimal blood was lost out of bag.